Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the attempt at removing the biliary stone, the pull wire broke while inside the patients bile duct. The safety tip of the basket did not release as expected and the device was removed with the aid of a soehendra device the procedure was completed with another (unknown retrieval) device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 195 mg/dl and 103 mg/dl. Customer stated that he had fruit on his hands when he obtained the 195 mg/dl blood glucose reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.